Event description:
It was reported that the customer passed away while wearing the insulin pump. The caller stated that the customer was involved in an auto accident, and the death certificate shows the cause of death as trauma to the head. However, the caller stated that the paramedics tested him on the scene and his blood glucose was low. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.